Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted to the patient on (B)(6) 2016 with lp-shunt (doi and initial setting were unk) after sah, but the patient¿s condition didn¿t get better after a 2-month observation. The shunt-flow was not fully flowed. , so the valve was removed. A revision of vp shunt surgery with hakim 82-3164 was performed. The shunt ¿flow did without a problem and the patient¿s condition is fine. The surgeon mentioned that there was no problem with the valve. The surgeon suspects that there might be a problem with installation location of the catheter. There was no contamination of blood and debris into spinal fluid. Csf protein is normal. The patient is a female and had a sah. She is recovering well. No additional information is provided by the hospital.

Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The valve was visually inspected: no defects were noted. The position of the cam when valve was received was 30mmh2o. The valve was hydrated for 24 hours. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. The catheter was irrigated, no occlusion was noted. The valve was reflux tested, the valve passed the test. The siphon guard was tested, the valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code ns9008 with lot cthbv3, conformed to the specifications when released to stock in 8th july 2015. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.